Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with silkam suture. The client reported that the suture broke during procedure. Further information has been requested.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured 12,672 units of this code-batch. There are 8 units in our stock. We have received 68 unopened pouches in total (4 pouches from stock) to analyze this case. We have tested the knot pull tensile strength of closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.72 kgf in average and 1.62 kgf in minimum (european pharmacopoeia requirements: 1.53 kgf in average and 0.92 kgf in minimum). Furthermore, knot pull tensile strength results before releasing the product were 1.75 kgf in average and 1.69 kgf in minimum and fulfilled ep requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: when working with silkam® great care must be taken to ensure that the use of surgical instruments, such as tweezers or needle holder, does not lead to crimping damage of the suture. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.